Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) during the load process. Customer reported a blood glucose level of 230 (mg/dl) and delivered a pump bolus. It was indicated that the pump would continue to be used for diabetes management